Event description:
Boston scientific received information that during the device replacement procedure, automatic gain control was programmed on which resulted in ventricular standstill due to crosstalk. It was noted that there were three episodes of asystole greater than two seconds. The issue was resolved by reprogramming the fixed sensitivity. The device and lead remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was subsequently received that further episodes of noise and oversensing were noted on both the atrial and ventricular channel. The noise was reproduced with the patient pressing their hands together. Boston scientific technical services (ts) reviewed the data and confirmed the type of noise was consistent with metal-to-metal contacts or electromagnetic interference (emi) of an unknown source. Ts confirmed there was no asystole greater than 2 seconds. No adverse patient effects were reported.